Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "touchscreen froze" (no display or display failure); "system message displayed" (device displays error message). The nurse reported that in the middle of a case, while preparing to use the laser indirect ophthalmoscope (lio), the touchscreen froze and became unresponsive. The nurse tried to do a hard shutdown and the system would not reboot. Eventually, the system rebooted and then a system message displayed. The system was switched out to complete the case. The case was delayed 15 mins. No pt injury was reported.